Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to the air and water channels, but the foreign object could not be identified. Due to leakage from the up/down knob, proper reprocessing could not be performed and the foreign matter could not be removed. The detection method is described in the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, air/water tube has foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. Scope-body has a crack, due to damage on up/down knob, water tightness is lost, air/water-cylinder has no color, suction-cylinder has no color, switch box has a scratch, due to damage on charged coupled device (ccd) unit, the image has white dots, due to wear of angle wire, the play of up down/right left knob is out of specification, adhesive around objective lens has discoloration, adhesive around light guide lens has discoloration, and adhesive on bending section has a discolored area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.